Event description:
It was reported that balloon rupture occurred. During a procedure involving a 10mm x 4.00mm wolverine coronary cutting balloon, the balloon ruptured at 8atm. The device was removed and the procedure completed with another of same device. No complications were reported and patient was stable post procedure.